Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and ten months after the implant of this 18 mm transcatheter pulmonary bioprosthetic valve, a second 18 mm transcatheter pulmonary bioprosthetic valve was successfully implanted, valve-in-valve. The reason for the intervention was not reported. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that thirteen months following the first transcatheter pulmonary bioprosthetic valve (tpbv) implant, a febrile illness with bacteremia was noted following dental care. Stenosis was seen on echocardiogram and although no vegetation was seen, the physician believed this was an endocarditis event. Antibiotics were prescribed. Approximately two months later, balloon aortic valvuloplasty (bav) was performed and resulted in an improved gradient. The second valve was implanted due to moderate-severe pulmonary regurgitation and the increased gradient from the recurrent stenosis. The physician attributed these findings to somatic growth. No further adverse patient effects were reported. It was reported that the patient had a previous ross procedure and also a non-medtronic homograft implanted. Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Conclusion: a review of the sterility lot record confirmed that the product was sterilized according to established processes and specifications with no abnormalities that would have caused or contributed to the event. In this case, it was unknown if the reported endocarditis was the reason for valve in valve procedure five years post implant. Without the return of the device, a true root cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.